Event description:
The pt reported charging issues with the implant and pain at the pocket site. An advanced bionics representative performed device evaluation. The problem was confirmed. The pt was explanted and reimplanted with a new advanced bionics spinal cord stimulator.